Event description:
A tech reported that during flap creation, a pt experienced vertical gas breakthrough (vgb). Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).